Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's jaw locked on the tissue. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that the devices were returned with the jaw close. The investigation found that the handle of the devices were difficult to open. Further investigation found that the latch pin on the handle was bent, which was preventing the handle from moving smoothly along the track on the inside of the device body. This occurs when the handle is forced open in the event it gets stuck. Grasping on a hard object or thick tissue bundle can cause the latch to malfunction. The user should not continue to use the devices after it was forced open. The investigation identified the root cause of the reported bent latch pin event to be mishandling by the user for continuing to use the devices after it was forced open. The instructions for use(IFU) states, if the lever cannot be unlatched following use, open the device by forcing the lever forward from the handle. The device will no longer function properly and must be discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's jaw locked on the tissue. There was no patient injury. No additional information available.

Manufacturer narrative:
Evaluation summary: two devices were received for evaluation. The returned product did not meet specification as received. Visual inspection found that the devices were returned with the jaw closed. The reported condition was confirmed. The investigation found that the handle of the devices were difficult to open. Further investigation found that the latch pin on the handle was bent, which was preventing the handle from moving smoothly along the track on the inside of the device body. This occurs when the handle is forced open in the event it gets stuck. Grasping on a hard object or thick tissue bundle can cause the latch to malfunction. The user should not continue to use the devices after forcing it open. The investigation identified the root cause of the reported event to be mishandling by the user for continuing to use the devices after it was forced open. The instructions for use (IFU) states, if the lever cannot be unlatched following use, open the device by forcing the lever forward from the handle. The device will no longer function properly and must be discarded. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: two devices were received for evaluation. The returned product did not meet specification as received. Visual inspection found that the devices were returned with the jaw closed. The reported condition was confirmed. The investigation found that the handle of the devices were difficult to open. Further investigation found that the latch pin on the handle was bent, which was preventing the handle from moving smoothly along the track on the inside of the device body. This occurs when the handle is forced open in the event it gets stuck. Grasping on a hard object or thick tissue bundle can cause the latch to malfunction. The user should not continue to use the devices after forcing it open. The investigation identified the root cause of the reported event to be mishandling by the user for continuing to use the devices after it was forced open. The instruction for use (IFU) states, if the lever cannot be unlatched following use, open the device by forcing the lever forward from the handle. The device will no longer function properly and must be discarded. If information is provided in the future, a supplemental report will be issued.